Event description:
Philips received a complaint on the intellivue mp5 indicating that the emergency department monitor started on fire when it was outside of clinical use and there was no report of harm. It was indicated the battery may have overheated and the monitor caught fire. The monitor was plugged in and charging at the time of the event. It remains unknown whether the flames breached the case. The battery information could not be retrieved as the battery was melted. The fire was put out with a fire extinguisher and the monitor was removed from the patient room.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer stated that the staff heard a loud pop and when they went to investigate, they found that the monitor was smoking. A philips field service engineer (fse) was dispatched to the facility. The fse obtained photos of the damaged device. However, the photos did not include the remains of the battery. Consequently, the product support engineer (pse) was unable to determine whether a philips approved battery was in use on the device. A photo displaying the types of batteries removed from the remaining mp5 devices was obtained. The photo displayed twenty-three batteries of which only seven were philips approved batteries. The remaining sixteen batteries were third-party batteries that are not approved for use in the philips mp5 device. Per the mp5 instructions for use (IFU) battery safety information, "use only philips batteries specified in the chapter on ¿accessories¿. Use of a different battery may present a risk of fire or explosion. A response letter was provided to the customer to resolve the issue. Philips advised that the use of any third-party batteries in the philips intellivue monitors be discontinued immediately.